Manufacturer narrative:
Additional information received via email from customer and attached by smiths medical: patient information received and complaint updated. Cvs does not provide the event history log for the pump.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposal error. It was reported that the patient switched to device. No patient injury reported.